Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neursurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: case 14: one patient with cerebral palsy who was treated with gpi-dbs at (B)(6) experienced an infection at the left burr hole site 22 months after implantation. The patient had presented with an epithelialized cystic lesion growing from the frontal lesion. A culture was positive for staph epidermidis. The entire left-sided system was removed and the patient was treated with tmp/smx. The right side system had been previously removed due to infection (see MFR report# 3007566237-2012-00054). See literature article attached in MFR report# 3007566237-2012-00054.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk lead; model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.